Manufacturer narrative:
Correction: manufacture date updated to proper value.

Manufacturer narrative:
Onsite investigation was preformed and the field representative was able to replicate the reported event. He reported that the software crashed and the pendant was showing that the mvs was disconnected, the motion bar and the x-ray bar were blank and the image acquisition system (ias) remote desktop showed the following message: 'sql server was not found'. Re-installation of the system software resolved the issue. No further issues were reported. No parts were returned or replaced. A software investigation was also completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that, while in a spinal fusion procedure, the imaging system did not start as expected, the mobile view station (mvs) was shown as disconnected and the systems did not appear to be running. There was a reported delay to the procedure of more than 1 hour due to this issue. There was no impact on patient outcome.